Event description:
It was reported by sales rep that during an unknown procedure; staple reload separated into two pieces with metal piece still stuck in stapler. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). B3: event day and month unknown. Captured as (B)(6) 2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the damage occur right out of the packaging, during loading/unloading, or in the operative field? Was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? Did the patient suffer any adverse consequences? A manufacturing record evaluation was performed for the finished device lot/batch number maintenance: (B)(6) and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.